Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. As a result of the evaluation, omsc found that the junction between the pipe and the operating wire was broken, and the basket wire and coil sheath were deformed. The manufacturing record was reviewed and found no irregularities.based on the past similar cases, omsc presumes that the breakage of the junction occurred due to the excessive force applied to crush a hard calculus.the deformation of the basket wire and coil sheath might have occurred due to a load when crushing the calculus.the instruction manual of the device has already warned as follows;* do not use this instrument for a calculus that is assumed impossible to be crushed by a lithotriptor. The pipe or the basket wire may break and part of this instrument may remain in the body. * this instrument will deform and/or deteriorate by performing lithotripsy. When lithotripsy is repeated, it will deform and/or deteriorate furthermore. By such deformation and/or deterioration, calculus may not be crushed and/or the instrument with calculus engaged may not be removed from the body. If lithotripsy is required to be repeated in a single case, make sure to check each time that no abnormality is found in action and/or appearance (e.g. Basket wire cut or worn, tube sheath bent, notable coil sheath bent or gap etc.). Stop use when any abnormality is detected.* the operation of the mechanical lithotriptor bml-110a-1 is based on the assumption that open surgery is possible as an emergency measure. If the calculus is too hard and the basket wire or mechanical lithotriptor is damaged, lithotripsy cannot be continued. Use the bml-110a-1 with the understanding that its basket wire could become damaged and that open surgery may have to take place.

Event description:
During an endoscopic retrograde cholangiopancreatography, the subject device was used. It was reported that the physician tried to crush the hard calculus about 2 cm in size with the subject device, but the pipe was broken and the subject device was incarcerated. The physician crushed the calculus with the bml-110a-1. After that, the physician deployed the stent in the bile duct, and the procedure was completed with out removing the calculus from the patient body. There was no further patient injury reported. This is the report regarding the incarceration of the subject device.